Event description:
The caller states that the end user stopped the chair, but it kept moving forward, so he had to turn the chair to a different angle to get it to stop. No further information is available.